Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same patient as MDR ID: 2134265-2012-01999, 2134265-2012-02001, 2134265-2012-02000, 2134265-2012-02004, 2134265-2012-02005, 2134265-2012-02006. It was reported that subsequent to a stenting treatment procedure, the patient experienced a myocardial infarction. The patient presented with class 3 stable angina in (B)(6) 2011 and underwent a cardiac catheterization procedure which revealed 5 target lesions. The first was a long, bifurcated, and 95% stenosed lesion located in the proximal to distal right coronary artery with a possible thrombus and a reference vessel diameter of 3.50mm and a lesion length of 75mm. The lesion was predilated with an unspecified balloon and deployment of 3.50x20mm, 3.50x38mm and 4.00x24mm promus element stents resulting in 0% residual stenosis. The second was a bifurcated and 70% stenosed lesion located in the right posterior descending artery with a reference vessel diameter of 3.50mm and a lesion length of 10mm. The lesion was not predilated and a 3.50x12mm promus element stent was deployed, resulting in 0% residual stenosis. The third was a 95% stenosed lesion located in the 1st diagonal artery with a reference vessel diameter of 2.80mm and a lesion length of 25mm. The lesion was predilated with an unspecified balloon and a 2.75x28mm promus element stent was deployed, resulting in 0% residual stenosis. The fourth was a long and 80% stenosed lesion located in the proximal to mid left anterior descending artery with a reference vessel diameter of 4.00mm and a lesion length of 30mm. The lesion was not predilated and a 4.00x32mm promus element stent was deployed, resulting in 0% residual stenosis. The fifth was an 80% stenosed lesion located in the distal left circumflex artery with a reference vessel diameter of 3.00mm and a lesion length of 25mm. The lesion was predilated with an unspecified balloon and a 3.00x32mm promus element stent was deployed, resulting in 0% residual stenosis. The following day after the procedure, the patient experienced a troponin level elevation and a non-q wave myocardial infarction was diagnosed. No action was taken to treat this event and no ischemic symptoms were present. The patient was discharged the following day on aspirin and prasugrel.